Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient was undergoing dialysis treatment, it was found that the catheter was broken in the subcutaneous area. A new catheter was used to resolve the issue. There was a very few blood loss but no blood transfusion required. Superior vena cava was the insertion site being utilized with the old and new catheter. The patient was treated under local anesthesia and the anesthetic time was not extended by 30 minutes or greater. Flushing was done prior to use and the result was normal. The treatment was completed. There was no intervention/treatment done. The catheter was not repaired. There was no leak, no tego utilized and no luer adapter issue. The patient was not responsible for any type of catheter maintenance and the cleaning agent was not ever mixed or switched over the life of the catheter. There was no sepsiderm used to clean the catheter. The patient themselves was not using any type of cleaning agent or antibiotic on the catheters. There was no other defect or damage found on the catheter and nothing unusual observed on the catheter prior to use. There was no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the tubing connector was damaged and was replaced by the service technician. It was reported that there is a hole on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.